Event description:
(B)(6) in ICU (exact title not reported) called needing assistance to deactivate device that a patient was wearing. A nurse was able to deactivate it. According to the caller, the patient is unresponsive, but it's not clear whether or not the event is diabetes-related.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to this adverse event. No product lot number was reported, so no qualification record review was performed. The omnipod user's guide emphasizes the importance of frequent blood glucose monitoring, advising that "you can avoid potential problems by knowing the signs of hypoglycemia (low blood glucose), hyperglycemia (high blood glucose), and diabetic ketoacidosis (dka). The easiest and most reliable way to avoid these conditions is to check your blood glucose often."